Event description:
It was reported that the patient had lost weight and the insertable cardiac monitor (icm) device migrated. The physician reported device sensing was poor and a revision procedure was needed. A revision procedure was scheduled and the physician repositioned the implanted icm device. The procedure was completed successfully. Device remains in service. No adverse patient effects were reported.